Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred post operatively following a laparoscopic resection of sigmoid bowel. The device was not difficult to load, close, and open. The device did fire and cut. There was blood loss of more than 500 cc, which required a blood transfusion, due to poor staple formation that occurred some hours after the surgery. Surgeon made no visual inspection with rectal examination. Donuts were complete. The anastomosis was reported to be fine. Endoscopic coagulation was done to complete the case. Endoscopic cauterization was done to control the bleeding in ICU. The patient stayed in the intensive care unit for one night. The patient has left the hospital.